Event description:
It was reported that a malfunction alarm occurred. There was no impact on customer's blood glucose level, staying below 500 mg/dl (27.7 mmol/l). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.